Event description:
It was reported to st. Jude medical that the patient presented to the physician after accidentally backing into an electric fence. Upon initial interrogation of the ICD, the device was noted to be in a hardware vvi reset. The decision was made to explant and replace the device.